Event description:
Intl (france) complaint received concerning air in dialysis line set-up mated/attached to d1000 tego connector. The initial (as translated) information received reports "...the cap is porous, air goes through on the arterial branch of the catheter. Although requested additional information concerning this incident, device set-ups was not provided. It is the mfgers. Understanding that there were no adverse pt. Consequences or outcomes.

Manufacturer narrative:
Device return: one (1) used d1000 tego connector was returned for analysis and investigation. Visual inspection (pre and post decontamination) was performed. The results recorded various component damages including a tearing of the silicone sheath around the edge of the rim. Engineering testing and analysis was conducted. The returned tego connector was air leak tested per the applicable product specifications. The results recorded leakage. The connector was disassembled and evaluated. The report documents internal component damages/puncture through the internal sidewall of the one piece seal. This type of damage is consistent with access with a sharp instrument such as a needle. Previous investigations of these types of tego component damages have been replicated and are attributable to incorrect usage/incompatible devices. The tego connector is designed to be used only with male luers that meet the iso standards 594/2. The d1000 tego connector directions for use (dfu) provides instructions and cautions for these described usage conditions. Findings: engineering analysis of the one returned tego connector replicated the air leakage issue. The root cause of the leakage was attributable to component damage/punctures most likely from a sharp instrument such as a needle. This report and the associated information have been provided to the distributor and reporting facility for their review and records along with a recommendation that the product representatives conduct training and in-servicing of the involved facility staff.